Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon advised a pt was implanted with 4 sternal plates on an unk date. Two of the four plates were noted as broken. Pt was returned to the operating room for revision. All plates were removed and pt was re-plated with all new hardware.